Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant products: part 110003634, lot biolox delta cer lnr 36mm e. Part 51-108050, lot 3411827 - tloc micro ti pc 5x95mm t1. Part 650-0661, lot 3455768 - delta ceramic fem hd 36/0mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-00895, MFR 0001825034-2018-00896. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study 517 patient experienced pain postoperatively.